Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported the customer had a keypad anomaly. The customer stated the insulin pump was skipping numbers when attempting to enter their grams into the bolus wizard. Customer's blood glucose was 159 mg/dl. Customer also reported experiencing high blood glucose for the past few days. The customer could not recall any significant events leading to the keypad issues. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
The insulin pump received with intermittent button response due to lcd keypad connector not plugged in properly. No scrolling numbers display anomaly noted. The insulin pump had minor scratches on display window.